Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis, pneumonia and pancreatitis on (B)(6) 2020 with blood glucose level was 511 mg/dl. Customer was experienced symptoms such as difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip. Customer did not allege insulin pump was under delivering. Customer was using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.